Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing was removed and infusion set detached while the patient was sleeping. The site location was patient's leg and the pump was clipped on her bra. The infusion had been in use for 3 days. Reportedly, the patient was at home and she did not realize when it fell apart. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Her blood glucose level was 286 mg/dl and weight was (B)(6) lbs at the time of reporting. No further information available.